Event description:
It was reported on (B)(6) 2012 that the patient experienced an overstimulation and surging sensation. The sensation began "a few weeks" previous, and had occurred every time the stimulation was turned on. The surging sensation was "uncomfortable." No known accident or incident was related to this event. Additional information received on (B)(6) 2012 reported that the patient was still having concerns regarding her device or therapy but was working with her physician or a manufacturer representative. No appointment had been scheduled. Additional information received on (B)(6) 2012 reported that the patient experienced a shocking or jolting and an overstimulation sensation. The surging sensation would "come and go with breathing" and "randomly without sufficient positional changes." During a reprogramming session the same day this information was received, the patient felt the surging/increase in stimulation feeling randomly as well. The patient believed that it had begun 5-6 months previous, even though no reprogramming session was scheduled during its onset. It was noted that the patient fell in her backyard, but it was unknown if the fall was associated with the timing of her stimulation problems. Initially, impedances were reported to be normal. At default, impedances were shown as "800s [ohms]" for electrode impedance and 317 ohms with a current of 12.135 ma for group impedance. Referenced electrodes had not been viewed at the time. During a retesting session, the amplitude was increased to 3.0 volts, and it was discovered that electrodes 13 and 14 were shorted and showed impedance values less than 50 ohms. The patient was reprogrammed on 14. The initial programming resulted in stimulation without the surging feeling for the patient. The patient left the call to optimize her programming and continue to tweak with her settings. Additional information received on (B)(6) 2012 confirmed that the reprogramming resolved the problem. The patient did not feel any surging when she left the session.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37743, serial#: (B)(4). Product type: programmer, patient: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).